Event description:
It was reported that an ilet user expressing frustration with the ilet pump describing hyperglycemia at 221 mg/dl after meals followed by pausing the pump to avoid hypoglycemia; review of device data indicated inconsistent meal announcements and underestimation of meal size, with reliance on automated corrections. Investigation included review of uploaded reports and user interaction, with additional training assigned. Investigation of this case revealed user-related use error involving meal announcement frequency and incorrect meal size entry, with no evidence of device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included user distress and the need for education. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training needs.